Manufacturer narrative:
The investigation is ongoing. The results will be part of a follow-up report.

Event description:
It was reported that while an anesthesia device was moved after the surgery, the left front edge of the chassis broke and the device tipped over. No pt was in the surgery room. No injury has been reported.